Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Tandem¿s t:slim user guide describes how to remove air from the cartridge using the syringe. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 393 mg/dl with trace to small ketones. Reportedly, a correction bolus would be delivered accordingly. During troubleshooting with tandem's technical support, it was noted that there were air gaps in the tubing. The contact stated that the cartridge load process was not performed and that air had not been removed from the cartridge.